Manufacturer narrative:
No issues were identified during the course of the investigation of the complaint kit lots (00727z and 00819z). The investigation is on-going and a supplemental report will be submitted upon availability of investigation conclusions. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A us customer alleged the generation of false positive flu a, flu b and sars-cov-2 results for two patient samples tested with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (B)(4). The samples were repeated on a different cobas liat (B)(4) and a different test (cobas sars-cov-2 and influenza a/b test for use on cobas 6800/8800 system) and generated negative results. It was noted that results were reported and samples were recollected, and no further details were provided. No patient information will be provided, and it was reported that no harm or injury was indicated. Two mdrs will be filed, one for each patient.

Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified.